Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil was unable to advance in the catheter. The patient presented with abdominal aortic aneurysm with mildly tortuous anatomy. After placing a 5f non-boston scientific catheter, a 20mm x 40cm interlock-35 was advanced but got stuck in the angiography catheter during delivery and could not be sent or pushed out of the catheter. The coil and the catheter were removed together. The procedure was completed with another of same device. There were no complications reported and the patient status was stable. However, returned device analysis revealed that the arm coil was detached.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, only the main coil was returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section. Additionally, the arm coil was detached. The functional inspection could not be performed due to only the main coil was returned.